Event description:
It was reported that multiple trace elements (mte) were leaking into an em2400 valve set. This issue was identified during preparation/compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufacturing march 30, 2022 to march 31, 2022. Should additional relevant information become available, a supplemental report will be submitted.